Event description:
Customer reported poor image quality, unable to properly visualize placing. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive.